Event description:
A trapease vena cava filter was placed in another country in ivc. Next day started lovenox 80mg twice a day. Pt had pain on right flank, ultrasound showed no problem. Nine days later pt started with pain on right leg and shortness of breath. Doppler showed new blood clots on right leg and in the left leg there wasn't one femoral blood clot they had 10 days before. Arterial gases "were on 68". Pt went home with oxgyen and rest. They didn't have the "gamma" because in the foreign country there is one machine in a public hosp but they didn't have "reactives". Next week pt still had a little pain on flank but only if they were lying on their sides. Still a little shortness of breath. Pt was using oxygen in their home. They couldn't walk or do any activities. Nineteen days later pt started to feel headache and like their blood pressure was a little crazy. It was 150/115 and next time 90/60. The same day pt had a lung cat-scan and it was normal. Two days later terrible right flank pain and hematuria. Went to ER. Pt had a perirenal hematoma. They gave pt plasma and they had an anaphylactic reaction to plasma. Pt had lung edema. They were in the ICU, 4 days and 3 more days in the hosp. Release 6 days later. Pt went to the ER again with breathing problems, arterial gases were on 40 oxygen, "eco" showed a little hypertenison of the lung arteries. Two days later pt was transferred to hosp in the united states. Pt was there at 5 o'clock in the morning. The same day they did an angiography and put in a bird's nest ivc filter. Pt had a cat the next day and showed lung fibrosis and atelectasis on the basal areas of both lungs. They said the pressure of lung arteries was normal. Four days later pt was discharged from the hosp and they are doing great after the bird's nest was placed.